Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she received no delivery alarms during basal rates. The customer was not receiving insulin due to the no delivery alarms and caused her blood glucose level to go up. The customer went to the emergency room on (B)(6) 2016 due to a high blood glucose level of 600 mg/dl. She experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The no delivery alarm was resolved with a complete set change. The insulin pump alarmed no delivery while troubleshooting. She changed the reservoir 4 times and the infusion set twice but continued to receive no delivery alarms. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.